Manufacturer narrative:
Main investigation conclusion the reported event of the pump not starting following a controller exchange was unable to be confirmed. The heartmate 3 system controller (serial number: (B)(6) was returned for analysis and a log file was downloaded from the controller. A review of the log files showed events spanning approximately 19 days (B)(6) 2000, (B)(6) 2020, intermittently between (B)(6) 2020 and (B)(6) 2021 per timestamp). The events recorded on (B)(6) 2021 were captured in the labs at abbott. Events from (B)(6) 2020 are consistent with manufacturing data. There were no other notable alarms pertaining to the reported event active in the log file. This was the patient¿s backup controller. The system controller underwent preliminary and functional testing and operated as intended. The system controller was connected to the mock loop and was able to start and operate a pump for an extended operation as intended. The root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate iii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including pump stop alarm conditions, and the actions to take if the alarms cannot be resolved. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial number: (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer on 18jun2021 via customer order number. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Number manufacturer reference number: 2916596-2021-04908. It was reported that the patient had low voltage advisories while the device was connected to batteries, despite changing to fully charged batteries. The patient reported that it was the white battery that was alarming. Alarms occur with rest and with activity. No alarms were noted overnight while on the mobile power unit (mpu). A review of the log files revealed frequent power cable disconnect all throughout the log while on battery power. The log indicated the black power lead with no line voltage causing these power cable disconnect events. The primary controller was exchanged. When the patient was exchanged to their backup controller, the pump would not restart. The backup controller was exchanged and the patient received a new set of controllers. The patient felt slightly lightheaded during the pump stop but remained conscious, alert and oriented. While exchanging the controllers, the modular cable was also exchanged due to wear. The low voltage alarms resolved following the controller exchanges.